Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three months post pacemaker implant ,  that the patient developed a pocket infection in the left anterior chest region and skin damage was confirmed. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.